Event description:
The manufacturer received information alleging a ventilator service required alarm related to charging the battery occurred. There was no harm or injury reported. The device has not yet been evaluated by a third party service center. A follow-up report will be submitted when the investigation is complete.